Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 139 mg/dl. The customer was advised that the blood glucose was high due to threshold suspend, reminded that it will stop delivery of insulin unitl clear and resume of basals. The customer understood.